Event description:
Customer called to report he is returning a reservoir and infusion set due to damage. Blood glucose reading was 500 mg/dl. The customer declined troubleshooting and stated that he knew the reason why it was damaged. Customer also mentioned that he did not receive any alarms from the insulin pump. Advised that the damage reservoir and infusion set will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).